Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient visited the emergency room and was subsequently hospitalized on (B)(6) 2026 due to high blood glucose levels and the presence of life threatening ketones. The patient was treated with intravenous fluids, including saline and insulin. This occurred as a result of a kinked cannula, which led to an insulin infusion flow blockage.